Event description:
The complainant has reported that a male patient presented with blood in his stool while an in-patient in ICU. The physician performed an egd procedure and discovered "a massive amount of blood" due to an actively bleeding gastric ulcer. The bleeding was attempted to be controlled using a standard gold probe electrocautery device. It was reported that during the procedure the gold probe had no current flowing through it when it was attached to the generator. The physician removed the device and attempted to ultilize a second gold probe. The second device was reported to have failed in the same manner. The physician then injected epinephrine in attempt to slow the bleed; however, it was unsuccessful. The pt expired within 5 minutes of this injection. It was reported that although the cause of death was unlikely directly attributed to the devices' failure, the physician stated that he could have stopped the bleed with a properly functioning device.

Manufacturer narrative:
Conclusion: device discarded, unable to follow-up, device not returned for evaluation, no conclusion can be drawn. The complainant indicated that the device is not available for evaluation. However, the device history record was reviewed and we have determined that the reported lot, 8804201, met all specifications relevant to the reported complaint upon its release. A review for similar complaints was conducted and found 1 similar complaint for the reported lot, however, the complaint is for the second of 2 devices involved in this same event. Further, a trend review for the endoscopy gold probe product family was conducted and found no increasing trends for this type of complaint. Because this device will not be received by the manufacturer, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the reported event.